Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 26th of january 2016 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse instructed the customer to flush the flow path. The fse called the customer on 1/27/2016 and was informed that the instrument is calibrated and quality control are running within specifications. Instrument was relased and is functioning as intended . The most probable cause for this event is due to contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported that they are having calibration errors. First cal had reading of 4.3 then got error. The customer ran calibrators as patients cal 1= 5.7 and got 5.5 and cal 2=10.5 and got 10.2. Customer ran controls and instrument stopped mid run and the customer reran them. The retention time was 0.60, and 0.61 which is within range (0.57-0.61). Customer also, indicated that the total area is within range. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.